Event description:
The customer states that she accidentally stuck herself with a lancet that did not retract back into the cap of the accu-chek multiclix lancet device after firing. No symptoms reported. The customer treated her finger with hydrogen peroxide. She did not require medical attention. No adverse event reported. New lancet device with lancets sent and return requested.